Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one rival pta dilatation catheter as return for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using an in-house presto inflation device the balloon started leaking, upon microscopic observation it was noted a longitudinal balloon rupture. No further functional testing performed. Therefore, the investigation for the reported balloon rupture was confirmed as the balloon started leaking from the longitudinal rupture during the functional testing. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in left anterior arm, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in left anterior arm, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.